Event description:
Patient reports a sudden return of symptoms and is concerned that security at the entrance of an electronics store and products sold inside the store have interfered with his neurostimulator. Further information has been requested, but has not been received at the time of this report. A follow-up medwatch report will be sent upon receipt of more information.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received, or the device returned, a follow-up report will be sent.